Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned